Event description:
It was reported that a large volume infusor had under infused medication during infusion. It was expected that the device would have infused 40ml; however, the actual amount of medication infused was 20ml. The device was filled with fluorouracil and saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6 h4: device manufacture date ¿ the lot was manufactured between october 7-8, 2024 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.